Event description:
The pt was transported from another facility. The "high pressure" alarm sounded from the pump and blood was noted in the sleeve. On 3/16/98, the following was reported to datascope: the pt was admitted to the facility from another facility with the iab in place on 3/5/98. The pt was admitted to ICU surgery and was restless. The iab leaked and blood was noted in the tubing. The dr was notified and the therapy was discontinued. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 2/9/98; none-reported 3/16/98. [Pt's current status]: unk-rpt'd 2/9/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.